Event description:
It was reported that the tracheal tube cuff would not inflate during prior to use testing. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).